Event description:
The following allegation was reported to davol by the pt: the pt has alleged that in 2006 he was implanted with a bard perfix plug to repair an inguinal hernia. Allegedly, in 2007 he began to experience intermittent pain that radiated down his leg. The pt reports that he did not seek treatment for his pain. Reportedly, in 2009 the pt lifted a 47 lb propane tank and immediately began to feel a sharp, burning pain shooting from his groin down his entire leg. He reports that x-rays showed lower back issues and he was diagnosed with a sciatic pain and underwent surgical fusion of the discs at the l4, l5, and s1 location from (B)(6) 2009 the pt reports that he continued to experience pain down his leg occurring 2-3 times a week and in 2014 the pain became worse and was occurring daily and also alleged to intensify with any type of movement. On (B)(6) 2015 the pt alleges that he underwent an exploratory surgery with partial explant of the perfix plug. He alleges that his surgeon told him that the inguinal nerve was found to be entangled in the mesh and that an additional procedure is recommended to completely remove the mesh and to cut the nerve. The pt also repots that he was told by his surgeon that there is no evidence of hernia recurrence, however, there was scar tissue at the operative site. The pt alleges that he has not been able to work since 2009 and that he cannot lift greater than 10 lbs due to the "excruciating pain."

Manufacturer narrative:
At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the pt's alleged outcome. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional info is obtained, a follow up MDR will be submitted. Note: section a through d - the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.